Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2021-00708. 3005168196-2021-00710.

Event description:
The patient was undergoing a coil embolization procedure in the hypogastric artery using pod coils and lantern delivery microcatheters (lanterns). During the procedure, a pod coil would not advance through the lantern, and the physician noticed that there was a kink at the distal end of the lantern. Therefore, the pod coil and lantern were removed. The physician continued the procedure using a new lantern and the same pod coil. Once the pod coil reached the rotating hemostasis valve (rhv), the pod coil would not advance further. It was reported the pod coil had been advanced and retracted a few times but the issue did not resolve. Subsequently, the physician removed the pod coil and visually inspected it. While re-advancing the pod coil into the lantern, the pod coil unintentionally detached inside the lantern. Therefore, the lantern containing the detached pod coil was removed. The procedure was completed using a new pod coil and third lantern. There was no report of an adverse effect to the patient.